Event description:
Healthcare professional reported "left side deflation ." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and no openings were found in the device. A leak test was performed which identified no leakage. A microscopic analysis was performed which identified partial delamination of valve. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -partial delamination of valve assessed as adhesive failure. No observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported "left side deflation ." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d6b., d9., h.3., h.6.

Event description:
Device has been explanted and replaced.